Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist spoke with the pt on 07/2005. The pt does not take diabetes medication and is on diet control treatment only. Pt obtained low readings on the reported meter of 29, 36, 12, and 26 mg/dl while feeling well. These readings are considered erroneous on their face since an individual is expected to have altered consciousness with such a low blood glucose values. Pt was scared and ate ice cream, drank coke, and took a glucose tablet. Pt went to their doctor where a normal result of 97 mg/dl was obtained. Pt received no treatment. A check strip test was performed, which fell within the check strip range, indicating that the meter was in calibration. The pt stated that the test strips were in date and in good condition. A control solution test was not performed, as the control solution was expired. The complaint is classified as a product malfunction as the pt obtained several erroneous readings and no use error was identified. The meter was replaced.